Event description:
It was reported that on the third day of the cartridge being in use the customer experiences elevated blood glucose levels, and after the cartridge is changed the customer experiences low blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.